Event description:
Date: (B)(6) 2012 two ziv6-35-125-6.0-120-ptx devices and a ziv6-35-125-7.0-120-ptx device were placed in the right sfa of the pt. Date: (B)(6) 2014: restenosis was confirmed. Reference previously submitted MDR reports 3001845648-2014-00302, 3001845648-2014-00303 and 3001845648-2014-00304. Date: (B)(6) 2014 occlusion was confirmed. Date: (B)(6) 2014: pta was performed, and the pt had a favourable outcome. As the occluded stent cannot be confirmed a separate report will be submitted for each suspect device. Reference also related MDR reports 3001845648-2014-00306 and 3001845648-2014-00307.

Manufacturer narrative:
(B)(4). This investigation addresses 1x ziv6-35-125-6.0-120-ptx of lot c778920. Reference also related MDR reports 3001845648-2014-00305 and 3001845648-2014-00307. Ziv6-35-125-6.0-120-ptx stent of lot number c778920 was implanted in the pt therefore is not available for eval. With the info provided a document based investigation was carried out. Additional info has been requested in order to determine whether the reported event relates to an occlusion due to thrombosis or occlusion due to restenosis. However, no other info has been received to date. From the available info it is known that the pt had a previous history of restenosis where pta was performed. Pta is a procedure for dilating blood vessels in the treatment of peripheral artery disease and it is likely that the reported occlusion was also related to restenosis. It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It is very unlikely that occlusion due to a restenosis could have occurred due to zilver ptx malfunction; however a definitive root cause of this event cannot be determined. Although requested no imaging or other info was available to support the complaint investigation, therefore no other comments can be made. As no imaging was available, the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant mfg records revealed no discrepancies that could have contributed to this complaint. According to info provided, pta was performed and the pt had a favorable outcome. Qual engineering will continue to monitor complaints of this nature for potential emerging trends.